Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reddit complaint: the patient had a 12.6mm vticm5_12.6 implantable lens, -13.0/+2.0/091 (sphere/cylinder/axis) implanted into his right (od) eye. The patient reports halos, light rings, and postop vomiting. Reportedly, the vomiting was possibly caused by the patient taking xanax prior to surgery.

Manufacturer narrative:
Corrected data: h3: clinical code: 4581, for "ghosting vision". 2227, halo is not applicable. Device problem code: 3001, glare/halo is not applicable. Claim# (B)(4).

Manufacturer narrative:
B5-additional info: elevated iop 6hrs post-op due to retained occucoat. Claim# (B)(4).